Manufacturer narrative:
A complete lead was returned in one piece measuring 51.8 cm. Analysis was normal. No anomaly was found.

Event description:
It was reported that the right atrial lead was dislodged one day post implant. The patient was asymptomatic to the dislodgment. The physician elected to explant and replace the lead since the lead was repositioned several times during initial implant. The patient was stable before, during and after the procedure.